Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a hemorrhagic stroke and died. It was noted they were implanted in their left thalamus and had dbs for several years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the physician would not supply the patient¿s date of death, when their neurostimulator was implanted, or what the cause of death was. When the hcp was asked if the stroke was related to the device/therapy or implant procedure they stated it was unknown at this time, but the physician inquired if the manufacturer could look at the patient¿s scan. It was unknown if autopsy or toxicology reports would be available.